Event description:
During routine check of the defibrillator, rptr turned on monitor, set joules to 200j, pressed charge, and pressed the discharge button while paddles remained in place in the machine. The energy went up rptr's arms, settling in chest causing respirations to stop, then become rapid. Sob, palpitations and low pulse. Treated in ER for electrocution. Rptr had sinus bradycardia with sinus arrythmia and a heart rate of 25 and was admitted to ICU for observation for 2 days.